Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correct data there are no concomitant devices for this report.

Manufacturer narrative:
Date of event: event year is reported as 2019; exact date is unknown. Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision surgery of a tibial nail to change the rotation by swapping out two (2) distal cross locks because the surgeon did not feel patients bone rotation was correct, so he electively revised it by taking screws out, rotating the bone and putting new screws in. Originally patient was implanted with tibial nail two weeks ago. Procedure outcome and patient status are unknown. Concomitant device reported: unknown locking screws (part# unknown, lot # unknown, quantity unknown). This report is for one (1) unknown locking screw. This is report 2 of 3 for complaint (B)(4).